Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to missing motor support disk. No unexpected reset alarm noted during testing. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump while trying to change out the infusion set. Her blood glucose was 147 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped. The drive support cap was loose the day prior and missing at the time of reporting. The customer was reportedly connected to the insulin pump while the drive support cap was loose but stated she did not press on the cap. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.